Manufacturer narrative:
One new ch3034 bag spike adapter w/spiros was returned for evaluation. The new ch3034 bag spike adapters w/spiros was primed and pressure leak tested in order to determine if there was any leakage observed. No leakage was observed at any location along the fluid path. No mating devices were returned to evaluate with the new ch3034 bag spike adapter w/spiros. The complaint was unable to be replicated or confirmed with the returned sample. The DHR for lot 5643106 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. D9: device returned to manufacturer on 9/22/2022.

Event description:
The event involved a bag spike adapter w/spiros w/red cap, vented cap. The device was suspected to have air leaks that reportedly resulted in micro bubbles in the infusion line. The event occurred during infusion of an oncology drug. The device was changed out with no further problems. There was patient involvement, however no report of patient harm, no medical/surgical intervention required and no delay in critical therapy. This captures 3 of 4 occurrences.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been formally received; investigation is pending.